Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The calibration signals were within range. According to the customer, the qc was acceptable. The product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The elecsys hiv duo performs within specifications. The cause of the event was consistent with a sample-specific discrepancy.

Event description:
We received an allegation about questionable high results for 1 patient sample tested with elecsys hiv duo assay on a cobas e 801 module. Initial result: 1.03 coi (tested on unit 1 and interpreted as reactive). No questionable result was reported outside the laboratory, and the sample was repeated. Repeat result: 0.32 coi (tested on unit 2 using a different lot number interpreted as non-reactive).